Manufacturer narrative:
Date of event: unknown. Medical device brand name is shortened from bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. Unknown expiration date. Unknown lot number. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while holding a blind control specimen in a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, there were erroneous results.